Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that three months post implant the patient experienced "burning pain" in the chest and "high pressure sensation" in the left arm. The patient also stated that it feels like "an imminent heart attack in progress." Contacts for additional information remain unavailable. According to manufacturer records, the implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.